Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement in this event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : not returned to manufacturer.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer confirmed that the device presented a fault condition due to old age. As such, the device could not be repaired and the customer was advised to replace the device. The reported issue was unable to be verified and unable to be duplicated. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement in this event.